Event description:
Per medical records reviewed, the patient underwent a successful transcatheter mitral valve implantation (tmvi) with a 26 mm sapien ultra (s3u) in a surgical valve with severe perivalvular leak (pvl) with clinical congestive heart failure and hemolysis, as well as placement of a vascular plug to treat the pvl. A tee performed 2 months post tmvi reported that the s3u valve function was normal, with mean gradient of 6 mm hg, trace mitral regurgitation was noted and appears to be paravalvular at the site of prior vascular plug placement. 'It appears to be minimal'. However, the patient had congestive heart failure symptoms and a cardiac catheterization was performed approximately four months post tmvi. The patient was reported to have severe perivalvular mitral regurgitation with clinical congestive heart failure and ongoing hemolysis despite tmvi and plug of paravalvular leak. There was also severe pulmonary hypertension. It was decided to proceed with surgical treatment to treat the persistent mitral valve perivalvular leak with ongoing hemolysis. Per the op report findings, there was partial dehiscence of the surgical valve and partial dehiscence of the gore-tex asd closure device. A new bio prosthetic valve appeared to be well-seated and functioning properly.

Manufacturer narrative:
A supplemental MDR is being submitted due to medical record review, sections g6, h2, have been updated. B5 description has been corrected with updated information. Additional codes have been added to h6 type of investigation, investigation findings, and investigation conclusion code. Codes were corrected in h.6 clinical code, device codes. Thv/tvt registry. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient factors (dehiscence of tissue surrounding the valve) caused or contributed to the pvl with subsequent hemolysis. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by implant patient registry, approximately 4 months, 19 days post-implantation of a 26 mm sapien 3 ultra valve in the mitral position via transfemoral approach, the 26 mm sapien 3 ultra valve was explanted. The reason for the explant is unknown.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. No information on disposition of explanted device.